Manufacturer narrative:
The insulin pump was not received in manufacture mode. The pump had power up properly after battery installation. The insulin pump was received with high sleep current due to moisture damage to electronic assemblies. The pump passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No critical pump error noted. The pump was received with corroded motor home switch, minor scratches on case, cracked select button keypad overlay, pillowing keypad overlay, cracked retainer and minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump was alarming with the a open book on screen. The customer's blood glucose level was 168 mg/dl. The insulin pump will be returned for the analysis.